Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 72 year old female patient. She had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. There were no other cardiac or systemic comorbidities shared. On the day of implant there was limb ischemia that prompted the team to troubleshoot the impella accessed limb by the placement of a distal perfusion catheter (dpc). The dpc was placed and the results were noted to be good. Limb ischemia is a known risk associated with impella support as described in the instructions for use. The pump remained on for support for that day and was then explanted and escalated to the impella 5.5 pump. The patient did expire on the 5.5 pump when care was withdrawn.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.